Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2021. During preparation, it was noticed that the thread to "fire" the rubbers came off in slopes when the shrink wrap was removed. The device was then tested outside the patient to check whether the device can be used; however, it was not possible to fire the first band. It was reported that the device was dismounted from the scope and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0501 captures the reportable event of bands suture detached. Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. H10: investigation results the returned speedband superview super 7 device was analyzed, and it was noted that only the handle assembly was returned for analysis. The slack was taken up correctly; however, it was observed that the trip wire was not secured in the handle slot when received. The suture thread presented one knot and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The reported event of suture detachment was not confirmed since the ligator head was not returned. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and contribute to an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2021. During preparation, it was noticed that the thread to "fire" the rubbers came off in slopes when the shrink wrap was removed. The device was then tested outside the patient to check whether the device can be used; however, it was not possible to fire the first band. It was reported that the device was dismounted from the scope and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2021. During preparation, it was noticed that the thread to "fire" the rubbers came off in slopes when the shrink wrap was removed. The device was then tested outside the patient to check whether the device can be used; however, it was not possible to fire the first band. It was reported that the device was dismounted from the scope and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.